Event description:
Complainant alleged that the medics were attempting to defibrillate a patient (age and gender unknown), but although a first shock was delivered to the patient, the screen displayed a "poor pad contact" message when a second shock at 200 joules was attempted to be delivered. The medics then applied a fresh set of pads to the patient and attempted to shock the patient, but the device displayed the same message. The patient subsequently expired. The complainant indicated that the facility's biomedical engineering department was unable to duplicate the reported malfunction.